Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown cup-unknown, unknown-unknown head-unknown, unknown-unknown liner-unknown. Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Review of the available records identified significant heterotopic ossification surrounds the joint space. No evidence for loosening. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported patient was revised after a fall and had fragmented the top of his femur. The stem was well fixed, so surgeon replaced the head and liner for maintenance. Attempts have been made and additional information on the reported event is unavailable at this time.